Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in-clinic for routine follow-up. Upon interrogation of the device, a battery longevity of 3 months until elective replacement indicator (eri) was observed. Previous estimate on 10/02/2017 was 2.4 years until eri. An overestimation during the midlife plateau phase of the battery was given on 10/02/2017. The calculated longevity determined the estimate should have been 1.6 years. The patient would continue to be monitored.